Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clips ejected and fell into the pt (they were retrieved from the pt). Another instrument was used to complete the case. There was no consequence to the pt.